Manufacturer narrative:
H11. Corrected data: inadvertently submitted initial MDR with incorrect g4 date. Correct g4 date is 10/21/2020

Manufacturer narrative:
H10. Additional manufacturer narrative: added additional h6 codes. The cause of the event was due to patient factors and progression of patient's underlying valvular disease pathology.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. There may be cases where a transcatheter valve is placed through a previously placed annuloplasty ring for recurrent regurgitation and/or stenosis. Annuloplasty rings are an adjunct to the valve repair and recurrent regurgitation and/or stenosis occurs as a result of progression of disease, and is not related to a device malfunction. The cause of the event cannot be determined, however, patient factors, and progression of patient's underlying valvular disease may have impacted the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis, and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient, and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional, "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards implant patient registry received information a patient with a 26mm mitral ring implanted seven (7) years, three (3) months, underwent valve-in-ring procedure due to severe symptomatic mitral stenosis, and mild mitral regurgitation. A 23mm transcatheter valve was successfully implanted inside the 26mm ring. There were no complications. Patient was discharged on post-operative day three (3). Per physician ring did not perform as intended.